Event description:
It was initially reported by the nurse that they could not interrogate the patient's generator a few weeks ago. They used another wand with the same handheld and serial adapter cable and they were able to interrogate the patient successfully. Wand battery was checked and it was good. New wand was sent to the site and the old wand was returned for analysis. Analysis was completed on the wand the reported allegation was verified. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared. The battery was not returned; consequently, an analysis of the battery condition could not be performed. The wand's performance is directly impacted by the battery's condition. No other anomalies were noted.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.